Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8100 secondary bag, back flowed into primary. There was patient involvement but no harm. Additional information was provided: the customer states after testing the device it is believed that the backflow issue was caused by user error.

Manufacturer narrative:
Omit: concomitant med prod data, c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was that the 8100 secondary bag, back flowed into primary was caused by user error. The case escalated to dchu. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8100 secondary bag, back flowed into primary. There was patient involvement but no harm. Additional information was provided: the customer states after testing the device it is believed that the backflow issue was caused by user error.